Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed pressure transducer. During evaluation, a functional test showed that the inlet pressure read -12.1. Unit was primed to fill and filled slowly during decon. Pressure transducer was replaced. The arctic sun 6000 stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications and was influenced by the reported failure. It was unknown if the device was in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had been tagged as broken by biomed. A functional test showed that the inlet pressure read was -12.1 even with the fluid delivery line (fdl) unattached. Discussed that this was indicative of a failed pressure transducer, and they would discuss repair options with biomed. Per review of wo on 07apr2023, failed pressure transducer.

Event description:
It was reported that the arctic sun device had been tagged as broken by biomed. A functional test showed that the inlet pressure read was -12.1 even with the fluid delivery line (fdl) unattached. Discussed that this was indicative of a failed pressure transducer, and they would discuss repair options with biomed. Per review of wo on 07apr2023, failed pressure transducer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.